Manufacturer narrative:
(B)(4).

Event description:
It was reported " unit shut down and stop pump pumping while on a patient". To complete the therapy, the pump was replaced. No patient injury or consequence reported. Patient's current condition is reported as "discharged from the hospital".

Manufacturer narrative:
(B)(4). Returned for investigation were the ac3 cpm board with 3.11.00 firmware, display head, and the martek power supply. The samples were returned in a brown cardboard box with protective packaging and esd bags. Visual inspection of the samples was performed, and no abnormality was noted. The display head and cpm board were installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormality was noted on the screen. Pumping was initiated. The system had a normal response to the touch screen and hard keys. Each hard key was pressed multiple times (wait for 30 seconds on each press/release); and no alarms or errors occurred. All the waveforms and icons were displayed correctly. The screen was successfully recalibrated for both hard key and soft key. All voltages were within specification. The static ram, voltages and balloon volumes were checked, and all were within specifications. The pump was left to run for over 70 minutes with no issues. The display head and cpm board functioned as intended. The power supply was installed into a known good ac3 for functional testing. The system powered-up successfully. The power supply voltage check was performed per ac3 series service manual and noted the 54 volts output was missing from the power supply. A system error was immediately triggered when pumping was initiated which is consistent with a missing 54 volts output. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "unit shut down and stop pump pumping" is confirmed. The 54 volts output of the power supply was found missing, and the system triggered a "system error " alarm upon initiating pumping. The display head and cpm board both passed visual and functional specifications. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the missing voltage output. The root cause is undetermined. No further action required at this time. This issue will be monitored for any developing trends.

Event description:
It was reported " unit shut down and stop pump pumping while on a patient". To complete the therapy, the pump was replaced. No patient injury or consequence reported. Patient's current condition is reported as "discharged from the hospital".